Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that lifeband was twisted intermittently on the autopulse platform (serial #(B)(4)) while operating and it displayed advisory (ua) 02 (compression tracking error) error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. The lifeband associated with this complaint is submitted under MFR 3010617000-2020-00488.